Manufacturer narrative:
(B)(4). Implanted device remains

Event description:
Per the clinic, the patient experienced swelling and pain at the implant site (specific date not reported) and was treated with oral antibiotics (specific date, duration and dosage not reported). The implanted device remains.